Manufacturer narrative:
Findings: pump received with no up and down button response due to corroded keypad traces. Moisture damage was found on electronic and motor assembly, however, no moisture damage inside reservoir tube noted. Pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 158 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.